Event description:
A home pt's family member contacted baxter's technical service center for assistance. Per initial report, the home pt noted a hole in the pt line of the homechoice set. Baxter's technical service center assisted the home pt's spouse in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.